Event description:
It was reported that approximately 1 month after an intraocular lens (iol) implantation in the right eye the lens was explanted and another iol of the same model was successfully implanted. The cause of the explant was reported as ¿ fixation of intraocular lens¿. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Evaluation revealed the device was cut into two pieces. One haptic had a tear through the haptic hole and inspection found small damages to the optic haptic junction. This damage appears to have been caused by a tool during the explant process. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.